Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 530 mg/dl and they had high ketones. Customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.